Event description:
A caller reported an issue with a cgm error 42. Blood glucose levels were not specifically mentioned, but the resolution indicates there was no adverse impact. The customer received complete guidance for a pump reset from technical support, and after the reset, the issue did not reoccur, allowing the caller to successfully start their sensor session.